Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered rounds of inappropriate anti-tachycardia pacing (atp) and 10 inappropriate shocks due to an episode of rapid ventricular response (rvr). This device experienced therapy exhaustion. The device remains in service. No adverse patient effects were reported.